Manufacturer narrative:
Upon receipt, performance testing was conducted. Testing determined that segments were missing from the units position of the display - the complaint was observed. A root cause analysis will be performed and if this analysis results in anything significant, it will be forwarded to the agency for review. This complaint is considered closed for purposes of MDR.

Event description:
The customer stated that the meter was missing segments. A review of the system was conducted over the phone. This review indicated that segments were missing from the display. The customer was asked to return the meter for further evaluation and a replacement was provided. The customer was invited to call 24/7 with future questions/concerns.